Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: eib kershia rep jaw no longer working, unit shut off multiple times during a procedure. The probable root cause is wear and tear. This may result on intermittent loss of light.

Event description:
It was reported that there was loss of light (image).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light (image).